Event description:
A reprocessed harmonic ace+ shears 36 broke during case. The white pad broke but did not fully disconnect from the device. The scrub inspected the device and the piece was still attached to the device.